Event description:
Refrence number (B)(4). Event occured in australia. It was reported that the patient experienced an event of hyperglycemia on (B)(6) 2026, which was managed with correction bolus. No further information is available

Manufacturer narrative:
Patient city: (B)(6). Patient country: australia.